Event description:
Reportedly, during a follow-up performed in (B)(6) 2019, it was observed that the subject pacemaker reached its recommended replacement time (rrt), whereas the estimated residual longevity was 48 months in 2017 and 27 months in 2018. The pacemaker was explanted and discarded. Preliminary analysis revealed, that based on available data, normal battery depletion occurred.

Event description:
Reportedly, during a follow-up performed in april 2019, it was observed that the subject pacemaker reached its recommended replacement time (rrt), whereas the estimated residual longevity was 48 months in 2017 and 27 months in 2018. The pacemaker was explanted and discarded. Preliminary analysis revealed, that based on available data, normal battery depletion occurred.

Manufacturer narrative:
(Explantation date) corrected. Please refer to the attached analysis report. - attachment: [20190513 - file-2019-01266 - analysis_and_closure_report_resp-2019-00656.pdf]